Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the xenon light source had a loose contact and a b30 error code-scope communication error. The issue was found during a procedure and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d9, h3, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined as the reported issue was not reproduced. However, it is possible the error could have occurred due to a contact failure in the scope socket as there were signs of corrosion. Olympus will continue to monitor field performance for this device.